Manufacturer narrative:
(B)(4). The reported field event of noise was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and no anomalies were found. The cause of the reported anomalies could not be determined. (B)(4).

Event description:
It was reported that during implant procedure, noise was observed after the device started charging. A 20 j shock was delivered but failed to convert the patient. The device charged to 30 j but did not deliver therapy. Patient was externally defibrillated, and it was noted that low hv lead impedance was observed. After performing an induction test, noise was still present. The physician elected to explant and replace the device. Patient was in stable condition and will continue to be followed normally.